Manufacturer narrative:
Incoming inspection records were reviewed and no non-conformances related to connector mold or any other type of weakness within the component were observed. Approximately 80 retain samples were inspected from this lot, but all components were intact. Customer complaint files were reviewed and there we no previous complaints related to this type of issue. No pictures were provided by the customer to review where the connector piece broke off. No corrective actions have been implemented at this time.

Event description:
The user stated that part of the applicator connector piece broke off during a procedure.